Event description:
The account reported a negative testpack plus hcg urine result on a first morning urine specimen. Sample was tested at another lab and positive results were obtained using "babycheck", a qualitative urine assay. The pt has been confirmed pregnant. No impact to pt management was reported.